Event description:
It was reported that during testing at the user facility that the core micro drill runs on its own as soon as it is plugged in. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. Components not related to the failure were replaced as part of preventive maintenance. The device passed all final inspection activities prior to return to the account.

Event description:
It was reported that during testing at the user facility that the core micro drill runs on its own as soon as it is plugged in. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.